Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 596 mg/dl at the time of incident. Troubleshooting found that drive support cap and cannula were normal but that the time and date programming were incorrect. Customer declined to check their basal and bolus wizard and the pump alarmed no delivery after the high pressure test., which was accurate. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues. Customer was also advised to monitor pump and change out reservoir and infusion set as it appears that the pump is performing as designed.